Manufacturer narrative:
A ge representative has not yet evaluated this system.

Event description:
It was reported that the system is generating motion errors and that the cassettes stick. No patient injury was reported.